Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The lesion being treated was located in the arm. The physician advanced a 10.0 x 40mm x 75cm mustang balloon catheter to the target lesion. One inflation to 14 atms was performed. The balloon was then inflated to 24 atms, ruptured circumferentially and folded over on itself. The physician removed and the balloon with a snare and procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The lesion being treated was located in the arm. The physician advanced a 10.0 x 40mm x 75cm mustang balloon catheter to the target lesion. One inflation to 14 atms was performed. The balloon was then inflated to 24 atms, ruptured circumferentially and folded over on itself. The physician removed and the balloon with a snare and procedure was completed with a different device. No further complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: an examination of the returned device identified that a complete balloon circumferential tear had occurred at 2.7cm distal to the proximal balloon sleeve. A break had also occurred in the shaft at the lapweld site. The distal section of the balloon tear and the shaft break were returned in a plastic container. An examination of the proximal section of the balloon tear identified a longitudinal tear along the entire length of this section of balloon material. An examination of the distal shaft break section of the device identified that the shaft was severely stretched and damaged. The proximal markerband was missing / detached and the distal markerband was pushed up as far as the tip section of the device. It is likely that the proximal markerband detached from the shaft after the shaft break, following excessive tensile force having been applied to the device, resulting in the shaft stretching down. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).